Event description:
Procedure type: hernia. According to the reporter: mesh removed after hernia repair on (B)(6). Abdomen culture positive for (B)(6). Mesh appeared non adherent to the abdominal wall. Mesh was placed on the exterior reinforced primary repair with interrupted figure of eight sutures of #0-prolene with an on lay type prosthesis above the fascia with simple poly propylene mesh. There were 2 prior procedures umbilical and epigastric region with mesh done elsewhere. This repair was in between the others but not over lapping.

Manufacturer narrative:
(B)(4).